Event description:
The nursing staff noted recent issues with lack of conductivity with cleartrace ECG patches used for cardiac monitoring. This product is used on adults. The patient's skin is prepped with alcohol wipes prior to placing the electrodes. The electrodes are used in the ER and are failing right after being applied to the patient and during use over time. The electrodes are stored in the storeroom. ====================== health professional's impression======================clinical engineeering investigation noted product is problematic due to dryness. The product used to be available with 5 adult ECG electrodes per package, which would be used for 1 patient for cardiac monitoring. The product is now packaged in larger quantities with 30 electrodes. Patient cardiac signal is being lost due to loss of electrolytic carrying capacity due to method of packaging. This is more pronounced in patients who are sweating profusely.